Manufacturer narrative:
Expiration date: 12/2019. Manufacture date: 01/2016. Based on the available information, this event is deemed a reportable malfunction. Additional information has been requested but not received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: june 30, 2016. (B)(4).

Event description:
Complaint received from a distributor reporting that the device had cracking on the urinary chamber. Reporter described that there was "cracking on the chamber for accurate measuring of hourly diuresis during the urinary catheterization. This induced leakage of urine and the necessity to replace the device by the same product reference. This induced an infection risk." No further information was provided including patient information, treatment or outcome.

Manufacturer narrative:
A batch record review indicated no discrepancies related to complaint issue were found. Sterilization was performed in accordance with parameters. The batch was released according to requirements. A photograph has been received and was evaluated accordingly. A previous associated investigation is still in progress. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 28, 2016.